Event description:
The account alleged that he is hooking the beds up to the nurse call system and found the bed is not sending nurse call.

Manufacturer narrative:
The account indicated that he doesn't get a short across pins 25-26 when pressing the nurse call switch and when the pt positioning monitor alarms, the bed does send a nurse call. The account stated that the nurse call switch on the pt side of the right head siderail seems to be stuck in. The account has not completed repairs.